Manufacturer narrative:
Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with 375cc mentor smooth round moderate profile saline breast implants and experienced unexplained systemic symptoms postoperatively, including pain and unspecified illnesses. The patient has had health problems over the past 22 years. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further details were provided. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.